Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
While doing a trial reduction with a size 4 actis broach, the trial neck wouldn¿t seat on broach trunnion so the doctor used a mallet to seat trial neck. To remove trial neck the doctor had to use an osteotome. No pieces of the instruments broke during the procedure.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned instrument confirmed the complaint. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Corrected: h3.